Event description:
It was reported that the stitches from the wire irritated the patient's skin. The stitch was sticking out of the skin and a cyst form in the pocket and got infected. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).